Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was noted the patient's heart was "incredibly" rotated, and due to this complex patient anatomy, the right ventricular (rv) lead was placed in left ventricle and right atrial (ra) lead was placed in left atrium in error. Pacing was not exactly as expected on the rv lead. Excessive bleeding was noted and an angiogram was taken. Stents were deployed to stop the bleeding in the artery. The leads were attempted/not used. No further patient complications have been reported as a result of this event.